Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b4, g3, g6, h2, h6 (investigation findings, and investigation conclusions). Engineering evaluation summary: per (B)(4), stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. A definitive root cause is unable to be determined, however, patient factors likely caused or contributed to the complaint event.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a patient with a 25mm 3300tfx aortic valve in aortic position is under evaluation for a possible valve in valve procedure after an implant duration of 5 years, 1 month due to aortic stenosis and aortic insufficiency. The patient presented with shortness of breath, chest pain, and syncope. Tavr has not been scheduled.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b2-b5, d4, g3, g6, h2, h6 (type of investigation). The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Event description:
It was reported that a patient with a 25mm 3300tfx aortic valve in aortic position underwent a valve replacement procedure after an implant duration of 5 years, 2 months due to aortic stenosis and aortic insufficiency. The patient presented with shortness of breath, chest pain, and syncope. Avr was completed with an unknown valve.